Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/2/2025, an FDA medwatch notification was received via email. A facility representative reported that the scorpion needle from an ar-4550p meniscal root repair with peek swivelock implant system broke off in the patient's knee. This was discovered during a meniscal repair procedure in (B)(6) of 2025. Additional information requested.